Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qlmdkr and no non-conformances related to the reported complaint condition were identified to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4) device not returned.

Event description:
It was reported that a cat underwent a sterilization procedure on an unknown date and suture was used. During the procedure, the suture broke when the veterinary was tying the knot around uterus/tubes. No additional information was provided.